Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see drops of insulin exiting out of the tubing. The customer changed the cartridge and tubing and filled the tubing successfully. There was no reported impact to the customer's blood glucose level.